Manufacturer narrative:
A product development investigation was performed on the returned subject device (small hexagonal screwdriver with holding sleeve, part # 314.02, lot # unknown). The subject device was returned and reported to have broken during surgery. This complaint condition was likely caused by numerous years of consistent use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection, functional test, and drawing review were performed as part of this investigation. This complaint is confirmed. The 314.02 small hexagonal screwdriver with holding sleeve is an instrument routinely used in the 3.5mm lcp distal tibia t-plates system. The device was returned and reported to have broken during surgery. This condition is confirmed; the phenolic handle is entirely broken into two pieces along a rough angled fracture surface originating at the dowel pin. It is likely that numerous years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. The balance of the returned device is in very worn condition with some chips at the proximal end of the phenolic handle. A review of the design drawings was performed. Given the location of the etchings, the device is determined to have been manufactured prior to at least april 1997. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. It is likely that numerous years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2016, during an intraoperative procedure, the surgeon was putting a screw in and the small hexagonal screwdriver with holding sleeve handle broke. The procedure was successfully completed with no surgical delay reported. The patient status/outcome is stable. Concomitant device reported: screw (part# unknown, lot#-unknown, quantity#unknown) . This is report 1 of 1 for (B)(4).